Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the interconnect cable. The sys was tested and is operating as intended.

Event description:
The customer reported that the wires inside the interconnect cable of the 9900 sys were exposed. No pt injury was reported.